Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the color band fell off of the drill during surgery. The part fell into the patient's body but was picked up quickly and discarded. No adverse events were reported.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The DHR (device history record) was reviewed and there are no non-conformances associated with this lot of parts. The products was visually evaluated and confirmed to be missing the epoxy color band. There are no manufacturing defects associated with this lot of parts. The mostly likely cause of this failure is an improper cleaning or sterilization procedure leading to degradation of uniglaze epoxy. The IFU states individual users must validate the cleaning and autoclaving procedures used on-site, including the on-site validation of the recommended minimum cycle parameters.